Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance values, and it triggered a lead safety switch to unipolar mode. Technical services (ts) reviewed and there were stored instances of non-sustained ventricular tachycardia (nsvt) which were likely over sensed myopotential signals and noise. Technical services (ts) recommended reprogramming options for the lead. This (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the initial reporter in section e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance values, and it triggered a lead safety switch to unipolar mode. Technical services (ts) reviewed and there were stored instances of non-sustained ventricular tachycardia (nsvt) which were likely over sensed myopotential signals and noise. Technical services (ts) recommended reprogramming options for the lead. This (rv) lead remains in service. No adverse patient effects were reported.